Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post left iliac vein laceration and repair during lumbar spine anterior lumbar interbody fusion developed a left deep vein thrombosis (dvt) and pulmonary embolus and subsequent retroperitoneal hematoma while on anticoagulation; therefore, placement of an inferior vena cava (ivc) filter was indicated. The right internal jugular (ij) vein was accessed percutaneously and an ivc venogram was performed. Narrowing of the distal ivc with intraluminal thrombus was seen, caval dimension was normal. The filter was then deployed with its tip at the level of the l2 pedicle below the level of the left renal vein. The filter showed no evidence of tilt and demonstrated normal deployment. Given that the patient had poor IV access and required urgent blood transfusion, a triple lumen right ij central venous catheter with its tip in the right atrium over a wire was successfully placed. The procedure was well tolerated by the patient, with no intraprocedural complication. Approximately nine months post filter deployment, the patient was free of dvt and request was made for removal of the filter. The right ij vein was accessed percutaneously and an ivc venogram was performed. This demonstrated wide patency of the ivc without evidence of thrombus and the filter tilted towards the right. Given those findings, the physician proceeded with filter removal. Exchange was made for a removal sheath that was advanced a few centimeters above the level of the filter and the filter was successfully snared and retrieved. No residual catheter fragment was seen. Repeat ivc venogram showed no evidence of intimal irregularity or thrombosis. The sheath was removed and with manual compression hemostasis was achieved. The procedure was well tolerated without intraprocedural complication. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately nine months post filter deployment, an ivc venogram was performed which demonstrated wide patency of the ivc without evidence of thrombus and the filter tilted towards the right. The filter was successfully snared and retrieved. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: -movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with deep vein thrombosis, pulmonary embolus and a retroperitoneal hematoma had a vena cava filter successfully deployed without incident. Approximately nine months post filter deployment, during a filter retrieval procedure, imaging demonstrated a tilted filter. The filter was successfully snared and retrieved without incident. Postretrieval imaging demonstrated no evidence of intimal irregularity or thrombosis. The patient tolerated the procedure well without intraprocedural complication.